Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-mar-2026, a sales representative reported via email that an ar-2372blo knotless ac tightrope open repair implant experienced an issue during an ac joint reconstruction procedure on (B)(6) 2026. The implant button was not fully secured to the inserter and deployed prematurely during passage through the clavicle tunnel. The plastic cover on the stylet remained in place at the time of insertion. All components were retrieved from the patient. A replacement ar-2372blo implant was used to complete the procedure. The case was delayed approximately ten minutes, and no additional anesthesia or patient harm was reported.